Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts can be heard from the mobile device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined.